Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to high impedances with abnormal measurements. Another rv lead was successfully implant. No additional patient adverse effects were reported.